Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: heterotopic bone at posterior medial joint line, possibly extending into the joint. Since this ossification is apparently located posteriorly and does not appear to be bridging, it may not be contributing to a fixed flexion deformity. Review of the device history record identified no deviations or anomalies during manufacturing. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years and four months post implantation due to joint contracture and flexion deformity. There is no additional information available.